Event description:
It was reported that the patient's remote transmission showed that the right ventricular (rv) lead was over-sensing noise resulted in pacing inhibition. The lead was capped and replaced on (B)(6) 2025. The patient was stable throughout the procedure.